Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 484 mg/dl while wearing the pod between 24 and 36 hours. The patient had experienced symptoms of hyperglycemia and they had a headache. As treatment, the patient had administered insulin and drank water. Once at the hospital the patient was treated with insulin and two bags of intravenous fluids. The patient was released from the hospital the following morning at 3:00 am.